Event description:
It is reported that upon opening, the ring of tm cup was missing. The operation was finished using a ring from another sized shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.